Event description:
Customer reported that her blood glucose was 270 mg/dl. Customer stated that her insulin pump buttons were not working correctly, it was alarming button error and he was unable to clear the alarm. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. No button error alarms noted during testing. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and reservoir tube cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).